Event description:
The facility reported a flogard infusion pump that presented an "f12 alarm". It is unknown if this event occurred during patient use. There was no report of patient involvement, patient/user injury or medical intervention. No additional information is available.

Manufacturer narrative:
(B)(4). The device is currently in the process of being evaluated on-site at the facility by a baxter field service technician. A follow-up report will be filed upon completion of the evaluation or if any additional details become available.

Manufacturer narrative:
(B)(4). Sample evaluation: the customer reported problem of "f12 alarm" was not confirmed in the sample evaluation. There were no ancillary problems in the same grouped problem code as the customer reported problem. There was no objective evidence anywhere else in the complaint file to confirm the problem. Quality engineering determined that the problem and its cause are not confirmed. If additional relevant information is received a follow-up will be submitted.

Manufacturer narrative:
(B)(4). Should additional information be received, a follow-up medwatch will be submitted.